Event description:
It was reported that the device was unable to be interrogated and failed to respond to magnet while providing no pacing. The patient was experiencing discomfort and low heart rate prior to visit. The device was explanted and replaced to resolve event. The patient was stable.